Event description:
It was reported that cartridge leaked insulin from cartridge pigtail. Customer¿s blood glucose reading displayed ¿High,¿ though exact value was not known. Customer gave correction bolus through pump, did not need help from another healthcare provider, changed cartridge and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.